Event description:
It was reported that an out of regulation (oor) message was seen yesterday on the patient¿s programmer unit of their external neurostimulator (ins) system during the trial phase of testing. It was noted that the trail had begun on (B)(6) 2014. The patient met with the manufacturer¿s representative today and an impedance check was run which showed <(><<)>50 ohms (on reference electrode #0 and 1). It was also reported that they were seeing ¿repeating values¿ of 485 ohms which indicated a potential for a short. The impedance testing was moved to electrode reference #2 with the result that electrodes #, 4, 5, 6, and 7 all showed <(><<)>50 ohms. It was reported that the patient was getting good coverage using the other lead. Initial impedance measurements were not available as the manufacturer¿s representative did not do the initial trial. In addition, it was reported that when the impedances were first run the representative was getting different values with a different ens. It was also noted that patient¿s doctor ¿entered the pt (with lead from same side)¿. It was not known if there was a sudden loss of stimulation or a change in therapy beyond the oor message issue. Follow up information received the same day reported that the lead component was bent and that they were able to fix with normal impedances seen on check and that the patient got ¿perfect coverage¿ of their low back. Further follow up information received 4 days later reported that it was unknown if any interventions were taken or planned. The patient was reported as having full coverage of their pain areas. It was noted that there were no devices to be returned to the manufacturer. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the cause of the issue was ¿it was tapped down this way and also noted to be out of the multi lead trailing cable (mltc).¿ it was noted the issue was fixed by coiling the lead under the dressing and putting it back in the mltc.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).